Event description:
As per nurse; a secondary IV tubing was set up to run on a pump, but the primary fluid was running even when the secondary bag was raised very high. When the primary tubing was pinched off and the secondary was opened, the pump would alarm bag occlusion. The secondary IV would prime but then would not work when snapped into the pump. The secondary tubing would run freely when disconnected from anything but would not run at all when set to free flow into the primary IV line. The nurse stated when they removed the malfunctioning set and used a different set, it worked fine.====================== manufacturer response for tubing, IV, secondary, lifeshield======================they are sending a package for the tubing to be sent back to hospira. I did not have the lot, model, or catalog number but gave them information from another set that was in the same bin.